Event description:
It was reported that the device ran without user activation. There was no patient involvement, and no user injuries or adverse consequences were reported.

Manufacturer narrative:
Upon disassembly, corrosion was found on the motor cartridge, press plug, and ball bearing. Corrosion on such components can contribute to an intermittent electrical connection, which can result in the device running without user activation.